Event description:
It was reported that a malfunction occurred with the customer's pump, displaying malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. The caller was unable to continue troubleshooting and planned to contact technical support for further assistance.